Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation with the incident lot was observed. The photo shows a tube with the stopper separated from the hemogard closure. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the haemogard plastic cap.